Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported, the camera head had noise. And a suspected disconnection. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: residues of the chemical on the electrical contacts of the video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: chemical residue led to a temporary contact failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had noise and a suspected disconnection. This event was found during preparation for use of an unspecified therapeutic procedure. There were no reports of patient harm.